Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The cause of the rainbow glare is referred as the diffraction of light from the scanning pattern created on the back surface and in the stromal bed of the lasik flap after femtosecond laser flap creation. The onset of symptoms typically occurs during the immediate postoperative period, and resolves within several months. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported a patient with rainbow glare in the right eye only following lasik treatment. Additional information has been requested.